Event description:
The patient reported experiencing elevated blood glucose in 2009, and he felt very sick. At 5:33 am, he found that his infusion device was in the stop mode and he does not recall placing the device in the stop mode. His blood glucose measured 19.3 mmol/l (347 mg/dl). He used the infusion device the remainder of the day and by the afternoon, his blood glucose measured 7 mmol/l (126 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.